Event description:
It was reported that at the previous follow-ups there were ¿importants¿ differences between the expected residual volume (erv) and the residual volume. At the last follow-up, the residual volume was 20 milliliters (ml) and ¿so the pump didn¿t report any problem.¿ there was suspicion that the catheter was kinked. The pump had alarmed for a critical motor stall that had not recovered. The pump logs indicated the motor stall occurred on (B)(6) 2014 and a tube set occurred on (B)(6) 2014. The patient had experienced pain and at the time of the report the patient¿s status was reported as alive-no injury. The patient was provided oral medication and transdermal fentanyl. The issue was reported as not resolved and the cause of the event was not determined. However, the situation was reported as ¿under control¿ and the patient¿s pain was controlled. The device remained implanted but out-of-service and was to be replaced in the future. This device system delivered morphine and bupivacaine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was further provided that ¿since that moment¿ (of the motor stall) there was no anomaly seen in the logs. Due to the differences in the volume expected and real volume a partial kinked catheter was suspected as ¿at the beginning and in the last refill the volume was almost 20 ml.¿ reportedly, the pump was not running and had been programmed to minimum flow. Please note the implanted date was originally reported as approximately (B)(6) 2012. Should additional information be received, a supplemental report will be filed.

Event description:
It was later reported that the patient was controlled with oral medication. For the moment, the physician did not think he would ex plant the pump. Should additional information be received a supplemental report will be filed.